Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 06/25/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated they were at home and suddenly passed out. The patient¿s wife called emergency medical services (ems) and when they arrived, they checked the patient¿s bg and indicated that the meter value was low. Ems administered the patient with glucose tablets and oral gel and the patient quickly recovered after being treated. Additionally, the patient stated that the cgm did not alert them because the value on the cgm did not pass their low threshold. The patient could not provide any specific blood glucose values. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.